Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and low amplitude, leading to inappropriate electric shocks. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.